Event description:
It was reported that a user recently started the ilet and experienced hypoglycemia after announcing a usual dinner meal of approximately 45 grams of carbohydrates, with glucose values dropping to a reported nadir between 50 and 54 mg/dl; the user treated with oral glucose (smarties), briefly paused and disconnected the ilet for about 50 minutes, and was using a freestyle libre 3+ sensor with a concurrent fingerstick of 66 mg/dl. Symptoms included blurred vision and low blood glucose. Outcomes included recovery to in-range glucose without hospitalization or emergency care. Investigation included complaint handling with user education on hypoglycemia treatment and device behavior, noting that the ilet suspends insulin delivery during hypoglycemia and that manual pausing is not required. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.